Event description:
The door latch on a tuttnauer autoclave malfunctioned. Causing the door to open suddenly 1/8". The autoclave belonnged to the hunter dental clinic. No pts were injured, but an attorney has contacted us alleging that his client, a dental technician at the clinic may have suffered an injury of an ued type when the autoclave malfunctioned. The malfunction was caused by a ballbearing that broke due to overtightening of the bolt by the user. The autoclaave door has a safety latch that prevents the door from opening more than 1/8". The safety latch functioned properly.